Manufacturer narrative:
(B)(4).the report of air is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the se 2240 was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The (B)(6) home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 4 of 4. The hp stated he had 4 bags connected and there was only solution in the heater bag. The technical service representative (tsr) advised the hp to cycle power to clear the alarm. The hp confirmed he had not disconnected and there were no leaks. The hp further confirmed he would complete therapy with manual supplies. There was no patient injury or medical intervention reported.